Manufacturer narrative:
(B)(6). Investigation summary : customer returned (1) loose autoshield duo sample without the tear drop label. Customer states that when she goes to insert the needle, the shield does not retract, and the needle cannot be inserted into the tissue to give the dose. The returned sample was examined and was observed to be not activated. The sample was tested and was able to activate properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion : bd was not able to duplicate or confirm the customer¿s indicated failure root cause description : root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that before use of the bd autoshield¿ duo pen needle the shield does not retract and the needle can not be inserted into the tissue to give the dose.